Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. Three day post-operative lumbar drainage due to insufficient dural closure and fluid collection from csf leakage. There were no serious complications noted. Non-operative lumbar drainage is on-going at the time of the report.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to specification, valid at the time of production. No similar incidents have been filed from products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, we exclude a manufacturing or material related error. Rational: according to the IFU, csf leaks can not be fully ruled out in some individual cases. No CAPA is necessary.